Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 172 mg/dl. Troubleshooting was performed for critical pump error but the issue was not resolved. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.